Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event: adverse event report is being submitted due to symptoms related to diabetes: numbness in hands. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-090: user removed battery. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. Company representative (walmart) is calling on behalf of the customer. Customer stated that the battery in the true metrix air meter had been changed but did not indicate when that had occurred. The customer is using the correct battery, in the correct orientation for the meter. During the call the true metrix air meter did not power on using the power button or when a test strip was inserted. The test strip lot manufacturer¿s expiration date is 12/24/2023; product storage and open vial date were not disclosed. At the time of the call the customer reported that her hands were numb; customer stated that this was an indication her blood glucose was low. Medical attention was not needed at the time of the call.

Manufacturer narrative:
Sections with additional information as of 14-feb-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications.